Manufacturer narrative:
Note: note: final analysis found severely damaged coil which included buckling, compression, and stretching. Therefore, the file was re-assessed for reportability from non reportable to reportable. The procedure was coil embolization of internal carotid-posterior communicating artery aneurysm that was not calcified and mildly tortuous. Access was obtained from the right femoral artery. The event happened during coil introduction. A deltaplush ((B)(4), complaint product) got stuck in the microcatheter. It was noted that the resistance occurred between the coil and the introducer sheath. The deltaplush was safely removed from the patient and was replaced for a new deltaplush (lot unknown), which was successfully placed in the target vessel using the same microcatheter. Then, while introducing a deltaplush ((B)(4), complaint product) using the same microcatheter, the second deltaplush also became stuck, and the resistance also occurred between the coil and the introducer sheath. Therefore the deltaplush was safely removed from the patient and was replaced for a new deltaplush (lot unknown), which was successfully placed in the target vessel using the same microcatheter. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. It is unknown how many coils were successfully placed using the same microcatheter before the complaint product. The complaint products are going to be returned for evaluation. Additional information received from the affiliate indicated that the type of microcatheter used was sl-10. It was reported to be unknown if the coil was damaged or stretched. The coil did not prematurely detach and no additional intervention was performed to retrieve the coils. It was also reported to be unknown if the coils remained attached to the dpu during withdrawal. The proximal end of the first returned coil ((B)(4)) was returned severely damaged, which included buckling, compression, and stretching. The distal section (the first 6 secondary windings off the ball tip) is undamaged. The unidentified microcatheter was not returned. Evidence from the analysis of both devices associated with this complaint suggests that the most likely contributing factor to the coils' resistance during introduction was due to distal interference in the microcatheter. The source of this interference, whether of a fixed or detached nature, cannot be determined because the microcatheter was not returned. Without the identification or the return of the microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. Therefore, no corrective action will be taken at this time. Evaluation summary attached

Event description:
The procedure was coil embolization of internal carotid-posterior communicating artery aneurysm that was not calcified and mildly tortuous. Access was obtained from right femoral artery. The event happened during the coil introduction. A deltaplush (cpl100408-30/g14626, complaint product) got stuck. It was noted that the resistance occurred between the coil and the introducer sheath. Therefore the deltaplush was safely removed from the patient and was replaced for a new deltaplush (lot unknown), which was successfully placed in the target vessel using the same microcatheter. Then, while introducing a deltaplush (cpl100153-30/g16090, complaint product) using the same microcatheter, the deltaplush got stuck again, and the resistance also occurred between the coil and the introducer sheath. Therefore, the deltaplush was safely removed from the patient and was replaced for a new deltaplush (lot unknown), which was successfully placed in the target vessel using the same microcatheter. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. It is unknown how many coils were successfully placed using the same microcatheter before the complaint product. The complaint products are going to be returned for evaluation. Final evaluation found severely damaged coil which included buckling, compression, and stretching.

Manufacturer narrative:
Event description: additional information received from the affiliate indicated that the type of microcatheter used was sl-10. It is unknown if the coil was damaged or stretched. The coil did not prematurely detach and no additional intervention was performed to retrieve the coils. Unknown if the coils remained attached to the dpu during withdrawal. Evaluation: the proximal end of the coil was returned severely damaged which included buckling, compression, and stretching. The distal section (6 secondary windings off the ball tip) is undamaged. It is very important to note that two different lot numbers with different coil diameters and lengths experienced the same resistance complaints during introduction into the same unknown microcatheter and rotating hemostatic valve (rhv). The most likely root cause of the coils resistance was due to distal interference. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.